Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving clonidine (1 mcg/ml at 0.133 mcg/day) and dilaudid (30 mg/ml at 4 mg/day) via an implantable infusion pump. It was reported that the patient had their pump refilled on (B)(6) 2019 but they didn't have the drug to fill the pump so they used saline with the intent of filling with medication at a later date. The pump was filled with saline and programmed to run 4ml/day. However, a bridge bolus was not programmed and the pump was updated. It had been about 2 hours since then at the time of the call and the patient was feeling kind of drowsy and had numbness in their legs. The caller was going to check on the patient and correct the programming. It was reviewed that a minimum of 0.34ml and a maximum of 0.43ml of medication had been dispensed in the two hour time frame. No further complications were reported.